Event description:
Customer reported a button error on her insulin pump. She stated yesterday she received a battery out limit alarm and could not bolus. The buttons are sticking. Customer's blood glucose is 199 mg/dl. There were no significant events leading to the alarm. The device was not exposed to moisture. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip.